Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took in september 2015 (FDA-2014-n-0736-2092). In (B)(6) 2008, essure was inserted, when consumer was (B)(6) and only had 2 children. Since then, she experiences chronic pain throughout her entire body, but especially in pelvis, hips, lower back, left leg that would keep her in bed for days, chronic fatigue, insomnia to the point she was awake for almost 48 hours before her body crashes on many occasions over the past 7 years, memory issues, vertigo, migraines, slurred speech, periods went from normal to very sporadic after the procedure (she would have 2 periods in one month, skip months, extreme blood clots), pelvic pain that was so bad she thought she was giving birth for a week, issues with incontinence and being unable to hold her bladder for long periods of time, extreme bloating since the procedure that comes and goes (so bad that she looked like she was 6 months pregnant). She stated she was also allergic to nickel and was uninformed that the coils contained nickel (she used to get small red bumps that would itch badly all over her body and really bad vaginal discharge). Many blood tests, x-rays, mris cat scans, ultrasounds were performed and she was on physical therapy; she saw neurologist, cranial sacral therapist, personal trainers for the weight gain with no relief in her pain or symptoms. On (B)(6) 2015, a bilateral salpingectomy was performed and the majority of her symptoms disappeared but the removal doctor left fragments of the coils, so she had to undergo a full vaginal hysterectomy removing uterus and cervix on (B)(6) 2015. Then it was discovered that she had mild chronic cervitis. Since hysterectomy, all side effects disappeared except the pain in lower back and hip. Her memory issues were getting better and she no longer presents vaginal discharge nor incontinence, vertigo, migraines, slurred speech, pelvic pain, itchy bumps/ rashes, or bloating. The product technical complaint investigation results which ptc number is (B)(4) was received on 22-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information, there is no relationship between the reported events and a quality defect. Company causality comment this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and since then she had been experiencing pelvic pain. She had to have a bilateral salpingectomy, but the removal doctor left fragments of the coil, so a few months later she had to undergo a full vaginal hysterectomy removing uterus and cervix. These events, seen as pelvic pain and device breakage are serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case she has been experiencing pelvic pain and several non-serious events since the insertion. Most of them (including the pelvic pain) have resolved after hysterectomy (positive dechallenge). Thus, causality with suspect insert cannot be excluded. As, in this case, the breakage occurred associated to device removal during salpingectomy, this event is assessed as related to essure use. Since two interventions were required (salpingectomy and later full hysterectomy) this case is regarded as incident. Based on available information, there is no relationship between the reported events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.